Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. The ring was returned and investigated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Patient suffering of colon malignancy underwent laparoscopic lar, anastomosis was performed using the colonring device. On pod 3, patient had high fever and tender abdomen. CT scan revealed anastomotic leakage. Ring was removed and hartman procedure was conducted followed by antibiotic treatment.